Manufacturer narrative:
(B)(4).

Event description:
Signal and threshold measurements were variable. The device was explanted and replaced. The patient is in stable condition.

Manufacturer narrative:
The device was received for investigation. Mechanical and electrical testing was performed and stable and repeatable telemetry measurements were noted. No anomalies were found. The cause of the reported event could not be determined.